Manufacturer narrative:
Additional information: d9, h3. Plant investigation: the complaint device was returned to the manufacturer for physical evaluation without the original package or label identified. During disinfection and preparation for analysis, a leak was identified in the red ¿t¿ connector. Upon further inspection, no additional issues were found. The complaint product sample was visually inspected and found that the arterial main line had separated from the red ¿t¿ connector. Under microscopic examination, traces of solvent were found within the red ¿t¿ connector. Additionally, residual solvent was detected at the end of the main line tube; however, only half of the tube showed solvent presence, while the other half did not. Based on these findings, it could not be confirmed whether the solvent was applied properly to both components, as neither presented complete solvent application. The reported event was confirmed during sample evaluation. The product lot number was not provided nor was included with the returned product sample. A manufacturing review was performed on the products shipped to the customer for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius combiset bloodlines shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. Upon completion of the evaluation, the reported event was confirmed.

Event description:
A registered nurse (rn) contacted fresenius customer service via e-mail to report a blood line became separated during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Event description:
A registered nurse (rn) contacted fresenius customer service via e-mail to report a blood line became separated during a patient¿s hemodialysis (hd) treatment resulting in blood loss. The patient¿s estimated blood loss (ebl) is unknown. The complaint device is not available to be returned to the manufacturer for evaluation. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.